Manufacturer narrative:
H2-3) the software investigation concluded that based on the information provided, software seemed to be working as designed. The case and comments were reviewed. As confirmed, the root cause of the complaint was that the surgeon performed a gross movement without rehoming. No logs and archives were available. Codes: b01, c19, and d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0 product ID: 29631, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that there was an issue while using an automated trajectory guidance unit in a biopsy case. The surgeon locked trajectory and inserted the drill. The surgeon backed out to registration to check the registration accuracy. However, once back in navigation, the reachability icon on the unit displayed the no reachability information symbol. As a result, use of the automated unit was abandoned and the surgeon switched to a "vertek" biopsy. The probable cause was believed to be that the surgeon moved the arm at some point in the workflow after the trajectory was locked. After the surgery, they rebooted the unit and reconnected it to the navigation system. However, the no reachability information symbol was still present. It was confirmed that the communication between the unit and the system was working. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. It was noted that the root cause of the complaint was that the surgeon performed a gross movement without rehoming.